Manufacturer narrative:
The device involved in this incident was not provided for evaluation. The lhr for 3751 for (B)(6) was examined including the final inspection records and the in-process measurements. There were no ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Risk management files were reviewed and no new risks were identified. Rmf 0003 rev 38 line 16 - dysesthesia or numbness paresthesia. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0004 rev 24 line 9.77 - device explanted.

Event description:
Information provided states that patient had m6-c implanted at c6/7 level in 2016. Patient experienced pain, numbness, dizziness and tension. The device was explanted in (B)(6) 2023 due to clinical symptoms.the device was not intact at the time of removal.

Manufacturer narrative:
It was reported that an m6-c was explanted due to neck and back pain, left arm numbness, dizziness and tension. Radiographic images were not provided for review. Microbiology/pathology reports and results were also not provided. The device was not returned and therefore examination of the explant could not be completed, therefore it is not possible to determine the cause of the reported failure for this product experience. The build lhr was examined for sn: (B)(6) ln: 4040, including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Risk management files were reviewed and no new risks were identified. Rmf 0003 rev 38 line 16 - dysesthesia or numbness paresthesia. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0004 rev 24 line 9.77 - device explanted.

Event description:
Information provided states that patient has m6-c implanted at c6/7 level in 2016. Patient experienced pain, numbness, dissiness and tension. The device was explanted in (B)(6) 2023 due to clinical symptoms. The device was not intact at the time of removal. This report serves as an update regarding a typo in the original submission of the part number and sn of the device.